Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: inratio: 4.2, different poc meter: 2.7. Tests were done within 2 hours of each other.